Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving therapy via an implantable infusion pump for non-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported that the patient had their pump removed due to a "staph" infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.